Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the top part of the jaw detached during the procedure. It fell into the patient and it was retrieved. A new device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2018. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Batch # n91d29. Investigation summary: the device was received with the electrode detached from the jaw and active rod and the electrode was returned with the device. In addition, the jaw was not missing. Upon visual inspection under magnification, it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator and this resulted in the ¿close jaws on tissue and reactivate¿ alert screen and this is advising that the generator cannot deliver energy. Then the "replace instrument" screen would be expected to be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.